Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with receiving phrenic nerve stimulation from the left ventricular (lv) lead. The physician suspects the case to be microdislodgement of the lv lead. The lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.